Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during advancement of the vascular stent system to the target lesion in the sfa. After stent deployment and removal of the delivery system the inner catheter was noted to have completely detached from the delivery system and remained on the guide wire. No pt injury reported.